Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography with a papillotomy procedure. According to the complainant, the papillotomy could not be performed with the ultratome xl because the current could not be applied to the cutting wire. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).